Event description:
It was reported that damage to the usb port and pins occurred, impacting the customer's ability to charge the pump. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.